Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per legal, post-op, the implantable hardware broke causing the patient severe pain and potential damage to the spinal cord. A revision surgery was performed as the result of the event.

Event description:
It was reported that on: (B)(6) 2015: patient presented with following pre-op diagnosis: thoracic degenerative disc with circumferential spinal cord compression, t10-11. Patient underwent the following procedures: posterior l1-2 posterior spinal fusion with titanium and cobalt chrome rod. Posterolateral fusion with demineralized bone matrix, allograft bone chips, t10, 11,12, l1, l2. Posterior decompression with t10-11 laminectomy, medial facetectomy and panniculectomy, right sided approach for discectomy and decompression of spinal cord. Synovial cyst resection at t10-11. Intra-operative stereotactic navigation guidance. (B)(6) 2015: patient underwent CT abdomen and pelvis IV and oral. Impression: no acute findings. (B)(6) 2015: patient underwent CT lumbar spine without contrast. Impression: right sided fractured connecting rod on right side just superior to l3 level. Patient underwent thoracic spine. Impression: no evidence of fracture or migration of hardware. Mild degenerative discogenic disease and endplates irregularity at t9-10 through l1-2. (B)(6) 2016: patient underwent MRI thoracic spine. Impression: worsening focal kyphosis at t8-t10 with mild worsening of anterolisthesis at t8-9. Spinal canal narrowing at t2-3, t9-10 and t10-11. Patient underwent CT lumbar spine. Impression: interval progression of degenerative changes of t12-l1 intervertebral disc with near complete obliteration of disc and partial auto-fusion now seen. (B)(6) 2016: patient presented with following pre-op diagnosis: kyphosis, hardware failure, thoracic pseudoarthrosis, obstructive sleep apnea, hypertension, schizophrenia, proximal junction kyphosis, chronic back pain. History of prior spinal instrumentation and decompression. Patient underwent the following procedures: t7 to pelvis posterior and t7 to t11 posterior spinal fusion. Placement of bilateral iliac bolts. Spinal hardware removal. Use of morselized allograft for spinal fusion. Harvesting of local autograft for spinal fusion. Harvesting of iliac crest autograft for spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: patient underwent CT thoracic spine. Impression: no evidence of fracture or migration of hardware. Mild degenerative discogenic disease and endplates irregularity at t9-10 through l1-2.

Manufacturer narrative:
Additional information: radiographic image review- post-op x-rays for thoraco pelvic fixation show a rod fracture bilaterally at the lumbar thoracic transition. The provided patient history dates to 2007/8 and multiple procedures are described. Patient saggital balance is difficult to assess and fusion status is unknown. Fracture level noted to be l1-2 or l2-3 at different points in the event summary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiological image review results: CT scan of l spine (B)(6) 2015- l2-s1 solid bony fusion CT scan of t/l spine (B)(6) 2015- l5-t10 fracture of right l3 "connection or disconnection" only CT reviewed for this patient. If information is provided in the future, a supplemental report will be issued.